Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. Following sheath insertion, blood leaked from the hemostasis valve when air was aspirated. The sheath set was removed and replaced to the continue the procedure. There were no adverse patient consequences.